Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited non-sustained myopotential oversensing which led to pacing inhibition. The patient did not receive inappropriate therapy during the oversensing. Programming changes were made. The patient was stable.